Manufacturer narrative:
Section a4: weight: unknown/requested but not provided. Section a5: ethnicity: unknown/ requested but not provided. Section a6: race: unknown/ requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) had a torn or broken haptic. Additional information was received on december 12, 2025, that the affected eye was the right eye. The procedure was completed using a backup lens, and an anterior vitrectomy was performed. It was confirmed that the intraocular lens came into contact with the eye, and the damage was attributed to use error. The device did not cause or contribute to the event. There was no patient injury reported. The patient was noted to be stable. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, the file has been reassessed as ¿not reportable.¿ it was reported that a non-preloaded monofocal intraocular lens (iol) had a torn or broken haptic. The procedure was completed using a backup lens, and an anterior vitrectomy was performed. It was confirmed that the iol came into contact with the eye, and the damage was attributed to use error; therefore, the event is considered not reportable. There will no longer be any further reporting under MFR report number 3012236936 -2025-0003406. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.